Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and the reported failure was confirmed and replicated. During power-on test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. To determine the root cause, this unit will be returned to original equipment manufacturer (OEM) for additional failure analysis and for potential repair. The complaint was confirmed based on the failure analysis. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected while powered on. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse received an email regarding issue with a monopolar port of the integrated electrosurgical unit (iesu) or erbe. Fse went on site and tried multiple cables, but that didn't resolve the issue. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report an issue with a monopolar port of the generator. They tried multiple cables, but that didn't resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04/07/2026: both ports had issues, so they tried one last (new) monopolar cable, and this one was recognized by the second port, but it still had a very wiggly connection at the port. After the procedure, the erbe was replaced. They were able to finish the surgery with the same erbe.